Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During an orif of the distal tibia right side, screwdriver tip broke. No adverse consequence to patient or delay in surgery. Broken piece of the screwdriver was removed from head of the screw.

Manufacturer narrative:
The reported incident that the ¿screwdriver axsos t15 4.0mm locking set¿ was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches to the reported failure mode. The screwdriver was received broken at the tip. The visual examination revealed that the surface of the screwdriver looks used (minor scratches, faded color) while the broken surface has signs of torsional deformation and fatigue breakage. The flutes are slightly deformed, with scratches, and the edges look blunt. These patterns are consistent with over-torquing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. A CAPA was already initiated, due to the recurrent issues of breakages of the screwdriver blade, and a design change was already implemented in order to improve the design of the device and reduce these complaints. According to this design change, the tip of the blade was shortened in order to increase the torsional strength of the instrument. Since the device was manufactured according to the old revision, this design change had not been implemented yet. Based on the above-mentioned observations the case could be classified as design-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of this device has been changed. The tip has been shortened in order to improve the quality of the product. If any further information is provided, the investigation report will be updated.

Event description:
During an orif of the distal tibia right side, screwdriver tip broke. No adverse consequence to patient or delay in surgery. Broken piece of the screwdriver was removed from head of the screw.